Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/ndl 21gx1in had leakage past the stopper. Material # 30964220, lot # 4302761. It was reported by customer that it was leaking past stopper. Verbatim: rcc received a complaint via email. Email(s) attached, leaking at the stopper, product number - 30964220. Lot#: 4302761.

Manufacturer narrative:
Nineteen samples were received by our quality team for evaluation. The syringes were inspected and no defects were present. No leakage was observed; therefore, the reported incident could not be verified. Twenty retention samples were requested and evaluated as conforming, as they do not show any defects. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined as the failure could not be verified. However, operational personnel will be notified of this event. This incident has been added to our database of reported incidents.

Event description:
No additional information.